Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked (B)(6) 2024 after an indwelling needle is placed in a patient's vein, the patient's venous blood spills out of the end of the indwelling needle, promptly removing the defective needle and applying pressure to stop the bleeding, reassuring the patient and explaining why.

Manufacturer narrative:
1. DHR/bhr review lot#4052079. 1-this batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, and no leakage is found at the sample. Please see the attached test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific bleeding site and abnormal state of the indwelling needle cannot be identified, the root cause of the bleeding cannot be determined.

Event description:
No additional information provided.